Event description:
The patient was implanted with an scs system including an ipg on (B)(6) 2006. It was reported that while utilizing a replacement ipg magnet recently shipped to her, the patient injured her thumb. This incidence allegedly resulted in arthritis for the affected thumb joint and may require surgery for the patient. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.